Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:05 (coolant diff failure) error message was confirmed in the system's event log but was not confirmed during functional testing. The reported issue was not replicated during testing, and the thermogard system functioned as intended. Reviewing the console's event log revealed several tcmid:05 (coolant diff failure) error messages around the customer's reported event date, confirming the reported complaint. The thermogard xp ivtm system passed functional testing, and the reported complaint of tcmid:05 was not reproduced. The electrical connections from the lm 34a/b temperature sensor to the pic-16 circuit board were inspected for a faulty connection that could have caused the system to display the tcmid:05 error messages intermittently. However, no issues were found. No service or part replacement was needed. Following device inspection, the thermogard console passed all testing criteria with no issues.

Manufacturer narrative:
The thermogard console in the complaint was returned to zoll for evaluation. However, the investigation is still in progress. A follow-up report will be submitted when the investigation is completed.

Event description:
During setup for ivtm therapy, the thermogard xp ivtm system (sn (B)(6) displayed a tcmid:05 (coolant diff failure) error message. The console was rebooted twice, but the issue wasn't resolved. Another thermogard console was used for the therapy. No patient injury was reported.